Event description:
In 4/83 rptr spoke to dr about breast augmentation. He assured her it was a life long extremely safe procedure and mentioned no problems. He was highly respected (and expensive) plastic surgeon. Rptr underwent the surgery. Rptr is a very thin person with little breast tissue and had implants of a modest size. By 8/93 rptr developed severe contracture of the left breast and a weird configuration of it and some contracture of the right breast also. Rptr went to a surgeon and had the excruciating manual breaking of the scar tissue. In 12/93 rptr returned to implanting dr and had reduction of the capsular contracture, this time with a light anesthetic. Sometime later, since rptr did not relate it to the implants rptr doesn't remember when it started, but by 1986 rptr had muscle pain; severe enough to warrant seeing another dr. The muscle pain was primarily in the long bones, arms and legs. The dr thought it was the onset of some muscular disease or a kidney problem. Rptr had an ivp for kidney function etc but it showed no change from a previous one at least 20 years prior. Rptr did not tell the dr of her breast implants as there was no way in her mind that there could be any tie. Then, by luck, rptr sought the counsel of a fourth dr. Her breasts were then as hard as "door knobs" with a configuration of the same. That was in 86-87. She did an open reduction with the same implants and within a few months there were problems again. Later they were removed and replaced with the polyurethane covered silicone implants. The muscle problem seems to have improved since the replacement but rptr is having and has been having problems right along with hardness (tenderness too) in the right breast and tenderness in the left. The left breast nipple becomes inverted and rptr has to "move it around" to get a normal configuration.